Event description:
The pt reported her insulin infusion device displayed a e2 (battery depleted) message without first displaying the a2 (battery low) alarm. She stated the device also makes an abnormal "syncopated" noise during insulin delivery. The pt stated her blood glucose reading this morning was 331 mg/dl with her target range being less than 100 mg/dl in the morning, less than 120 mg/dl before meals and 150 mg/dl before bed. She said she exercised for 1 hour and 15 mins after which her reading was 247 mg/dl. She stated her most recent reading was 103 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.